Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the physician noticed a media flow under the vessel region which makes him suspect that the balloon is leaking. The device was pulled out from the patient's body and the nurse tested the balloon with inflation device. The balloon was noticed to be leaking and pinhole was seen. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.